Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Additional reporter: (B)(6) , ICU rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood backed up into the helium tubing. The rn called the physicians to report the blood in the tubing, and they advised to leave it until the patient went for surgery the following day. The getinge representative explained very directly to the rn that this was considered an emergency, and they should place the pump on standby, disconnect the helium tubing, and clamp the extracorporeal tubing. The rn again repeated the physicians advised they continue using the pump. The getinge representative then explained that the iab should be removed within 30 minutes to prevent further complications. The rn stated they would notify the mds. Upon follow up 20 minutes later, it was stated that the CT surgeon, cardiac cath fellow, and cardiac cath attending had all been made aware of the recommendations but they were not coming to bedside. The getinge representative went over all recommendations with the rn, who stated they understood. There was no patient harm or adverse event reported.